Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected, vitros trop I result was obtained from a single patient sample processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3040 performance issue is not a likely contributor to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3040. Vitros tropi es precision testing performed was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. However, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained a non-reproducible, higher than expected, vitros troponin I es (tropi es) result from a single patient sample processed using a vitros troponin I es reagent lot 3040 in combination with a vitros 5600 integrated system. Patient sample result of 0.248 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported outside from the laboratory. The patient was admitted to hospital for observation, IV fluids were administered to the patient, but no additional medication was given and no procedures performed. A corrected report was issued after confirmation of the repeat result. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. Consultation with the ortho medical safety officer determined that it is unlikely the patient was exposed to serious health risks. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).